Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
It was reported that when removing the wire and dilator the hub of the sheath came off as well. No patient injury.